Event description:
The customer reports after a colonoscopy procedure using an evis exera ii colonovideoscope and an evis exera ii xenon light source, overnight, the patient developed a perforation. The scope did not malfunction in any way during the procedure. No endo therapy devices were used in the procedure. To treat the bowel perforation, the patient had a surgical bowel resection and hospitalization. The patient's current condition is reported as "stable at time of last conversation." Case with patient identifier (B)(6) reports the xenon light source used in the procedure. Case with patient identifier (B)(6) reports the colonoscope used in the procedure.